Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description:linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.